Event description:
The ge oe 9900 fluoroscopy system displayed collimator cal required error message.

Manufacturer narrative:
A ge svc rep investigated the issue and found fluor functions and generator interface memory corrupt. The nodes were flashed and the software was reloaded. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.